Event description:
It was reported patient experienced new neck pain post-trial due to a possible wet tap. Patient was given caffeine and issue has been resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.